Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer was replacing 4 lvp displayed dim segments.

Event description:
It was reported that the customer was replacing 4 lvp displayed dim segments.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 4 out of 4 returned display boards. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Testing results identified 4 out of 4 of the returned lvp display board assemblies with dim segments. The root cause of the customer's report is a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3: only an lvp display board assembly was provided for investigation.